Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens. Postoperatively, the pt began experiencing halos at night and describes vision as "slipping". The pt was told a second cataract had developed and a yag capsulotomy was performed in (B)(6) 2010. Intraocular pressure (iop) increased and was treated with glaucoma medications (xibrom and durezol). One of the medications, durezol, caused multiple images. Per physician's instructions after ten days of use the medications were stopped. Vision has not improved. The relationship between the event and the device is not known at this time. Additional information has been requested, but not yet received. Should additional information be provided, a supplemental report will be submitted to FDA.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that related to the reported issue. The lens remains implanted.